Event description:
There was no adverse event associated with this complaint. The pump was returned for investigation of multiple loss of prime warnings. Evaluation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. This report is made based on results of investigation completed on 01/19/2012.

Manufacturer narrative:
This report is made based on results of investigation completed on 01/19/2012. The pump has been returned and evaluated by product analysis on 01/19/2012 with the following findings: during investigation, the prime, load, and rewind sequence was performed without difficulty. Loss of prime warnings were observed in the history but were not duplicated during testing. Evaluation revealed that the force resistance measurement was out of specification. Contamination was discovered on the force sensor plate and the force sensor shim was shifted. Unrelated to the complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Correction number: 2531779-03/24/2010-003-r.